Event description:
The hospital reported they had two high frequency cables that malfunctioned during a procedure. The first cord cracked and sparked. The second cable blew apart. There was no allegation of harm.